Manufacturer narrative:
Corrected data: h6 codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the reason for the pocket revision was due to the patient experienced a burning pain surrounding the pocket. The revision solved the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported being unable to charge the implantable neurostimulator (ins). There was a report that the patient had a pocket overhaul about a month ago and since then, there had been problems with charging. The ins communicates normally with the clinician programmer and the patient programmer. During charging, 0 blocks were shown and the charging session quickly ended. There was a report that the neurostimulator was not implanted too deep. Multiple chargers had been tried with the same result. An antenna locate (al) function was used where a minimum of 44 and maximum of 46 was seen. Physician recharge mode (prm) was used to cause a reset but there was no difference from before. X-ray was taken based on which it was confirmed that the neurostimulator had been implanted in the correct orientation and not flipped. The charging information confirms the charging problems of very short charging session where the battery does not get additional charge. The data showed no abnormalities which could have explained the behavior. Based on all of the information, the neurostimulator appeared working except for the recharging. Ins tilting was suspected. Additional information received reported that there was local swelling after surgery though completely healed after five weeks. There was a pocket revision on (B)(6) 2020. The cause was not determined, however they were able to connect with the programmer and turn the device on and off. They were also able to connect with the charger, except the blocks would stay "empty". Actions taken was using a new charger and placing the patient in different positions for charging. They had an x-ray to make sure the ins was in the correct position which was confirmed. Physician recharge mode (prm) was tried without success and the interrogation data showed no abnormalities. The event was not resolved and they planned a new operating room to check peri operative if they are able to charge and if not, replace.